Event description:
It was reported that the patient presented prior to discharge. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited far-field p-wave over-sensing. Programming changes were made. The patient was in stable condition before, during, and after the event.